Manufacturer narrative:
The failure investigation has been completed and the alleged screen on issue was verified. Based on the analysis, the alleged occlusion issue was verified in the pump logs; however, no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer simply cleared the alarm and resumed insulin delivery to address the issue. Additionally, it was reported that the wake button was delayed in responding to presses. Reportedly, customer applied more force to the wake button to resolve the issue, but maintained that the wake button still did not function as intended. Customer's blood glucose level ranged from 115 mg/dl to 130 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.